Event description:
Caller reported a malfunction on the pump, specifically indicating a malf 12 error. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump.